Event description:
A distributor in colombia reported that an mr290v vented autofeed humidification chamber, provided as a part of an rt330 optiflow tubing kit, was leaking water during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided with the rt330 optiflow tubing kit was not returned to fisher & paykel (f&p) healthcare in new zealand. Results: review of the provided video confirmed that the subject humidification chamber was leaking water between the chamber base and chamber dome. Conclusion: the reported damage was confirmed by reviewing the provided video. Without the return of he subject device, we are unable to confirm the cause of the observed water leak. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the rt330 optiflow tubing kit state the following: - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - the use of breathing circuits, chambers, accessories, or combinations which are not approved by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction and harm to the patient/user. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber.

Manufacturer narrative:
(B)(6). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in colombia reported that an mr290v vented autofeed humidification chamber, provided as a part of an rt330 optiflow tubing kit, was leaking water during patient use. There was no reported patient consequence.